Manufacturer narrative:
H3: the pump was returned and no anomalies were identified. The 8780 catheter was returned and found to have a malformed seal and residue occluding the dispensing holes. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 correction: the event summary in the initial report should have indicated the following: information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of ¿.45 mg¿ and bupivacaine with concentration 10 mg/ml at a dose rate of ¿.901 mg¿ via an implantable pump for spinal pain. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the reason for the planned pump replacement, it was indicated that the patient¿s pump was a month from elective replacement indicator (eri) and the physician conducts side port access/dye studies prior to scheduling the pump replacement to access the catheter¿s patency. If the catheter is not patent, a revision would be planned during the planned pump replacement. The catheter revision/replacement was not yet planned. The company representative was notified that the provider would plan to use a flowonix system for a full system replacement with this patient. No additional actions were taken to attempt aspiration. The physician planned to switch over to the flowonix system in the near future. The company representative had asked the schedulers to notify them when the surgery was scheduled so they could collect the pump and catheter for return for analysis and update the patient¿s registration. It was noted that all the information had been confirmed with the hcp.

Event description:
Additional information was received via a company representative. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Continuation of d11: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications: hydromorphone (concentration: 5.0 mg/ml, dose rate: 0.3497 mg/day) and bupivacaine (concentration: 10.0 mg/ml, dose rate: 0.699 mg/day). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a dose rate of ¿.45 mg¿ and bine with concentration 10 mg/ml at a dose rate of ¿.901 mg¿ via an impl aupivacantable pump for spinal pain. It was reported that to prepare for pump replacement, the hcp conducted a dye study. The catheter access port was accessed on (B)(6) 2020. They were unable to aspirate fluid from the catheter. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that there were none. A catheter revision / replacement was planned, but not yet scheduled. It was noted that the hcp was requesting analysis results. The patient was without injury regarding their status as of (B)(6) 2020. The patient¿s weight and medical history was noted as having been requested but were unknown. No further patient complications have been reported as a result of this event.